Manufacturer narrative:
(B)(4). The customer returned one tracheal double swivel connector from unit 5-16037 et tube, sher-I-bronch , ls, 37 fr for investigation. The tube was not returned. The returned connector was visually examined with and without magnification. Visual examination revealed that the connector was broken on the 15mm connector side. The swivel valve is a component purchased from a supplier. A non-conformance has been opened at the manufacturing site to further investigate swivel connectors breaking at the 15mm connector side.

Event description:
It was reported "clinicians are noticing that pieces on the tube are cracked or damaged when they go to utilize the product during a case". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. From the picture provided of 5-16037 et tube, sher-I-bronch, ls, 37 fr, it was confirmed the defect reported by the customer "broken/cracked - double swivel connector". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "clinicians are noticing that pieces on the tube are cracked or damaged when they go to utilize the product during a case". No patient injury or harm reported. Patient condition reported as "fine".